Manufacturer narrative:
Initial

Event description:
It was reported that a patient experienced variability in glucose levels after receiving a replacement ilet, with hyperglycemia up to 280 mg/dl and nocturnal hypoglycemia down to 60 mg/dl, and the device data did not populate in reporting, suggesting insufficient information and an unclear configuration status on the replacement device; the patient reported recent meal¿related hyperglycemia and increased stress. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the problem could not be isolated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.